Manufacturer narrative:
Analysis of the implantable neurostimulator did not find any significant anomaly. Analysis of the lead did not find any anomaly. Evaluation result code no longer applies. Evaluation conclusion code no longer applies. Device code (B)(4) does not apply to this event.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient had complained of uncomfortable stimulation in the ribs on the left side and no stimulation down the right leg. The device was reprogrammed after surgery and could only get stimulation on the left side. The patient had a CT scan to see if the lead had moved and the hcp stated it had not. The impedances were checked and were fine. The patient tried stimulation for about three weeks before electing to have it removed instead of the lead moved more to the right. The representative stated they thought it wasn¿t a product issue, but a placement of the lead issue and they thought the lead had moved right after surgery. Further information received from the representative reported that there was a possible issue with the lead. It was noted that the patient had recovered without sequela after the device was removed. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.